Event description:
Surgeon inserted three tag anchors during a shoulder repair. Implants broke while suture was being tested. The surgeon left the implants embedded and switched to an open procedure to complete the case. Surgery time was extended, however there was no pt injury as a result of this situation.